Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result, omsc surmised that this phenomenon was attributed to the failure of the image processing circuit board, or something other than the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use, it was found that the entire screen of the subject device became like sandstorm display sometime after the power was turned on. When the power of the subject device was cycled several times, the reported image issue was resolved, so the intended procedure was performed and completed using the subject device. The image signal was input from the sdi1 input terminal. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.